Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. No product or images were returned for analysis. The root cause of the introducer damage - mechanical was not determined as no product was returned for analysis. E4 should have been left blank on manufacturer device report 1220648-2024-20397.

Event description:
The complainant had a impella cp being placed via a 14fr sheath to support a patient admitted in with acute myocardial infarction and cardiogenic shock. It was reported that the circle lock on long cp dilator broke off and was attached still to the peelaway sheath. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.